Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A non-conformance search was performed for this part(228141), lot(3901159) combination and no non-conformances were identified per qlink query executed on 1-24-2019. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 5 for the same event. The affiliate reported via email during a meniscus repair surgical procedure, after an easy placement of the 1st meniscus seam, the red lever could not be pushed through when the second peek patch was reloaded. Recharging was therefore not possible for mechanical reasons and the system had to be discarded. The procedure was completed with same like product with a five minute delay. It was reported that there were two omnispan guns and three needles being used together when the issue occurred. The first implant deployed fine, the recharge of the second patch was not possible as the red release handle was blocking. It was reported that the gun was exchanged with the second gun but had the same result as the first gun. There was no tissue damage due to the number of implants used. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.